Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 2 months after the dental implant was installed in intraoral region #30 it was verified its non-osseointegration. Immediate load was not performed and patient presented bone type ii.